Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center reports the unit's power connector is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and decontamination was passed, corrosion was found on metallic surfaces. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.